Manufacturer narrative:
Operator of device is unknown; no additional information has been received to date. The device was returned for evaluation. It was noted that the absorber and backlight cable assembled incorrectly by customer, brass insert on top case damaged. Functional test was performed. Ten percent gas was applied to the monitor and it read 69 mmhg, performed a hi/lo calibration; the readings were right on for the days pressure. As for the screen flickering and display dim, no problem was found; screen was bright as a new one and no flickering was present. The back light cable was replaced as a preventive measure. The problem was deemed due to the device being out of calibration. Root cause was deemed to be user interface. The failure resulted from user tampering with the monitor resulting in incorrect assembly and the co2 sensor to drift out of calibration. Monitor was last serviced in february 2019 and had passed all functional tests. Further device history record (DHR) review was not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
It was reported that the device screen was flickering, display was dim, and readings were off. No patient injury was reported.